Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 unspecified bd¿ needles leaked gattex during use. The following information was provided by the initial reporter: "the patient reported to the nurse dietician that she has been experiencing bloating and gas that can be severe. Patient reported to the nurse dietician that she has been having issues with the gattex medication leaking through the needles. Patient had to waste 2 doses as both these syringes leaked medication. She did not miss any doses however as she has extra medication on hand. Unknown if patient had side effects from defective product... No further information provided. Unknown if md is aware. Consent to contact the patient's hcp was not asked. All known information is contained on this form. Dosage details: 0.32ml daily".